Manufacturer narrative:
This follow up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned products shows some evidence of use. Inspection of the shaft shows a bur on the proximal end of the shaft. The instruments were able to be assembled without issue. The shaft was slightly difficult to turn within the handle initially, but after a few turns, the shaft turned smoothly. When the shaft was removed from the handle, it was noted that the bur had flattened. Therefore, the function of the product was not compromised and the complaint is unsubstantiated. Device history record (DHR) was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - na. Unique identifier (UDI) # - na. Initial reporter - ni.

Event description:
During a total hip procedure, the instrument stopped grasping and was twisted. No further information has been provided.